Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to a pocket infection. Reportedly, the patient experienced pain, discomfort, fluid discharge and had pus coming from the pocket. There was no additional adverse patient effects were reported. This ICD was explanted.